Event description:
Flange lifts from adapter before use. Report states "drainage system disconnected from drainage bag at point where connection is permanent."

Manufacturer narrative:
There was no report of fecal contamination in this case. No add'l pt/event info has been provided. A return sample for eval is not expected. Reported to FDA on august 27, 2013.